Manufacturer narrative:
For further investigation a device history record of the complained product has been reviewed by the manufacturer. The product passed every production step and was not marked as scrap. During the review of the DHR / avz no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Product was received for evaluation under complaint # (B)(4). During this investigation in addition it was found that a crack on upper luer lock on arterial side of the oxygenator occurred. This additional complaint was opened to evaluate this failure. No evidence was provided that this failure was noticed within the initial complaint report. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a vkmo and the included affected component has the contributing design function of the quadrox-I adult which is registered under 510(k): k082117.

Event description:
During investigation of complaint (B)(4), an additional malfunction (a crack on upper luer lock on the arterial side) was found. (B)(4).